Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material and the dirty lens could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope nozzle was deformed/collapsed/worn out/damaged. The event was found after the endoscopic examination and during manual washing. There was no report of user or patient harm/infection. During incoming inspection, it was determined there was foreign material ejected from the channel tube. Also, inside of the light guide lens was dirty. This is being submitted to capture the reportable malfunctions found during evaluation. The treatment of endoscopic instruments was carried out in accordance with company procedures, drawn up based on international guidelines, the stages of washing and storage of instruments is certified by documents of traceability of sterilization processes.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to nozzle being deformed. In addition to evaluation, grip had a scratch. Switch box had a scratch. Right/left knob had a scratch. Switch button 1 had a cut. Due to damage on guide pin of electrical connector, water tightness was lost. Label on scope connector was damaged. Due to a scratch on objective lens, the image had a partial dark area. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Plastic distal end cover has a chip. Objective lens had a crack. Adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.